Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021. (B)(6).

Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The maximum ostium diameter of the laa was 23.5 mm, the depth was 28 mm, and the atrial appendage had a developed pectinate upon pre-transesophageal echo (tee), so proximal placement was considered. A 30mm device was selected and deployed, but there was an unexpected movement after deployment and it was placed too proximal. The device was fully recaptured. Since the pectinate was hard/stiff, it got pushed out, so a smaller 27mm device was selected and deployed. This device was placed slightly proximal, but there was no problem with the position. It closed upon tug and the compression was 4%. This device was fully recaptured as well. A second 30mm was selected and deployed. It was placed too distal as the foot was caught by the pectinate and a gap was formed, however, it was partially recaptured and expanded slightly right before the area so that it fit in the ostium. The device met release criteria and was released. Intraoperative tee showed no blood flow from the left atrial appendage to the superior pulmonary vein. At the 45-day follow-up tee, blood flow was confirmed from the laa to the left superior pulmonary vein. Perforation was suspected.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The maximum ostium diameter of the laa was 23.5 mm, the depth was 28 mm, and the atrial appendage had a developed pectinate upon pre-transesophageal echo (tee), so proximal placement was considered. A 30mm device was selected and deployed, but there was an unexpected movement after deployment and it was placed too proximal. The device was fully recaptured. Since the pectinate was hard/stiff, it got pushed out, so a smaller 27mm device was selected and deployed. This device was placed slightly proximal, but there was no problem with the position. It closed upon tug and the compression was 4%. This device was fully recaptured as well. A second 30mm was selected and deployed. It was placed too distal as the foot was caught by the pectinate and a gap was formed, however, it was partially recaptured and expanded slightly right before the area so that it fit in the ostium. The device met release criteria and was released. Intraoperative tee showed no blood flow from the left atrial appendage to the superior pulmonary vein. At the 45-day follow-up tee, blood flow was confirmed from the laa to the left superior pulmonary vein. Perforation was suspected. It was further reported that originally, the patient had a pericardial effusion, but a slight increase was confirmed during the procedure, and it is now back to normal. The cause is unknown.